Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(6). A partial UDI is reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Myocardial infarction and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 3.5x12mm xience v stent was successfully implanted in the distal right coronary artery (rca) lesion. On (B)(6) 2015, a myocardial infarction (mi) was diagnosed and the patient expired. Per study physician, the mi, and subsequent patient expiration, was unknown if related to the implanted xience stent. There was no device malfunction. There was no additional information provided.